Event description:
It was reported in an abstract from a case report that a patient underwent a procedure for high-grade spinal stenosis at the l2-l3 level on an unknown date and small portions of an absorbable hemostat were used to control bleeding from the epidural venous plexus. The immediate postoperative course was uneventful. However, one day after surgery, the patient complained about progressive worsening pain at the operated level. Mr imaging showed a horseshoe-shaped mass compressing the dural sac at the operated level from posterior and both sides. A postoperative hematoma was suspected and the patient underwent a re-operation. No hemorrhage was seen but instead large, swollen firm pieces of absorbable hemostat were found compressing the dural sac. These pieces were removed. Postoperatively, no neurological deficit or pain was present. The patient recovered and did well after the re-operation. Histological examination of the removed mass of absorbable hemostat revealed only the presence of blood, fibrin and an amorphous eosinophilic content.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.